Event description:
Event description cpi received information that both of these bipolar leads were exhibiting elevated threshold measurements and noise post implant as well as possible oversensing associated with the atrial lead. An x-ray was performed, which showed ventricular lead dislodgement. The lead was repositioned after which everything functioned appropriately.